Event description:
The device was returned for sensor hardware failure (set ID sensor). Unit had no alarms at start up. Performed a mock infusion without error. Performed admin set test and unit passed. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. No other damage found.

Event description:
The following has been reported: biomed reported: "cassette contains air error". Injury/adverse reaction: no. Infusion stoppage: no. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.